Manufacturer narrative:
Retainer ring = black. After inserting a battery, insulin pump received with constant battery failed alarm. No moisture damage on the electronics, motor, vibrator, and keypad assembly during visual inspection. However, found corroded battery tube during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion inside the battery tube and powered the pump on using the battery simulator normally and unit was battery failed alarm noted during testing. Installed electronic assembly to test case and unit power properly and no battery failed alarm noted. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the constant battery failed alarm. In conclusion, constant battery failed alarm due to corroded battery tube. Insulin pump p-cap / test reservoir lock in place properly. No cosmetic damage during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unknown pump error alarm. The customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.